Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 437 mg/dl while wearing the pod. The patient reports after administering a bolus of 0.15 units of insulin their blood glucose level had gone down to 219 mg/dl. Once at the hospital the patient was treated with 3 bags of intravenous fluids. The patient was discharged from the hospital after 4 hours and 15 minutes.